Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the fowler could not be fully raised or lowered; fowler was spongy and would not lock into position. No pt involvement or adverse consequences are reported.